Manufacturer narrative:
Gsbins is a kit made up of a base (part number p50-900-1001), lid (part number p50-900-3001), and trays (part numbers p50-900-1003 & p50-900-1006). Contents include instruments and or implants required for a particular system. Once assembled, kits get assigned a serial identification number versus a part number. The gsbins kits require a certain number of drivers in each kit; 2 each hx10 drivers. It was discovered intraoperatively that this kit contained only a quantity of one hx10 driver. This resulted in a delay of over 30 minutes to the surgery. If further information is identified which alters this event's conclusion, a supplemental report will be filed accordingly.

Event description:
Kit gsbins was missing an hx-10 screw driver.